Event description:
Blade of lcp dhs was broken, 4 months post op. This complaint involves 3 parts.

Event description:
No patient harm was reported. The surgeon detected it during x-ray control. The device was originally implanted (B)(6) 2015. It is unknown if/when the device was explanted. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Internal review was performed. The investigation of the complaint articles indicates that: x-rays were reviewed and it was confirmed that the head of the blade were broken as described. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: corrected information from ¿this complaint involves 3 parts.¿ to ¿this is report 1 of 1 for (B)(4).¿ device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device not explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.